Event description:
During an elective explant procedure, a lead was unable to be explanted, and portions remain implanted. As a result, surgical intervention may be undertaken to address the issue in the future. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:10049940. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.